Event description:
The customer reported the ventilator is indicating oxygen not available message. There was no reported patient involvement.

Manufacturer narrative:
The gds was returned for failure investigation and found that foreign debris wedged between the orifice body and seal inside the oxygen valve solenoid assembly created the leak test to fail. The determination could not be made that the v60 ventilator failed to meet device specifications, and the device is used for treatment. The ventilator was not in use during the reported event occurred.

Event description:
The customer reported the ventilator is indicating oxygen not available message. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).